Manufacturer narrative:
(B)(4).

Event description:
The receiver complaint device was returned for evaluation. The device was visually inspected and passed. The receiver failed to charge, it turn on with "call tech support error" on the display screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The receiver case was opened for an internal visual inspection and it passed. The customer complaint could not be determined if an initializing screen without manual restart error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. Data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed via data. The root cause could not be determined.